Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer multiple occlusion alarms. During troubleshooting it was determined the customer used the cartridge with novolog insulin for 4-7 days. The contact also stated the customer had tied the tubing into knots. In addition, the pump had shutdown. Review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. The customer's blood glucose (bg) level was 300 (mg/dl). A supply changed was performed to address the elevated bg level. A recommendation was made by tandem technical support to charge the pump and change out supplies more frequently.